Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that during a hip procedure after the implant was impacted the surgeon noticed a foreign metal object (porous coating) that possibly came from the implant. The piece was removed and patient's wound was closed, and the surgeon was happy with the implant and position. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint cannot be confirmed since the device was not returned. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.